Event description:
Customer's mom reported her son is experiencing "high blood glucose" and he tested positive for ketones. She does not believe the cannula was in. Customer's mom mentioned her son has standardized testing and he is not feeling well enough to take them. The pod was activated around 4:00 pm on (B)(6) 2012. His bgs remained within normal range until (B)(6) 2012 when his bg was 253 mg/dl at 6:30 am. He consumed 83 carbs and bolused 1.25 units. About 30 minutes later, he consumed an additional 83 carbs and bolused 3.3 units. At 8:15 am, his bg was 469 mg/dl; bolused 3.4 units. Two hours later, his bg was 500 mg/dl (with positive ketones). At noon, his bg was 598 mg/dl; a manual injection was administered (amount unknown). The pod was deactivated. Customer's mom also reported the "cannula was a little bent." The pod was discarded at school.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. We are unable to assess product condition to determine if any malfunction or defect occurred that may have caused or contributed to the customer's hyperglycemia. A lab evaluation cannot determine if a dislodged cannula occurred. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduced the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance.